Manufacturer narrative:
(B)(4). Investigation result: a visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem. However, there was a pinhole in the proximal section of balloon over the ro marker. These findings are consistent with the reported event of the balloon failing to inflate. This failure is likely due to factors or conditions related to the procedure during the use of the device, such as patient anatomy, the interaction with the scope, any sharp items used, and/or prolonged procedure, that could have caused the balloon pinhole and, for that reason, did not hold the pressure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed, and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common hepatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was able to inflate successfully for the first inflation; however, on the second inflation, the balloon did not inflate. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole, therefore, this is now an MDR reportable event .